Manufacturer narrative:
H3: device evaluation: lens was returned in liquid, inside lens vial. Visual inspection found one of the haptics torn and residue on lens surface. Claim# (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl12.6, -8.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed and replaced within the same surgery due to the lens flipping over in the eye. There was no patient injury and the problem was resolved.